Event description:
It was reported that prior to the case the 2800 system would not power up. The case was completed with a back up system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the surge suppressor board. The system was tested and found to be working as intended and placed back into service.